Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional (hcp) stated that the cause of the shocking, leaking and pain was from program that they were on during their fall. It provided no stimulation however impedances were normal. The actions taken for resolution was changing program. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a big fall about three months ago and after the fall the ins had never worked right because they have been leaking more and more with the bowel and had been changing pad 4-5 times a day. Patient also reported a shocking sensation and that they experienced an intense horrible pain and that it gave her nerves real shock "it was like an electric shock". Patient also reported that it helped a bit to just lay there and wait. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they still experienced leakage and that they will go back to replace the device. No further complications were noted or anticipated